Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Part # 200011901, lot 1462587; part # 200010901, lot 1450373; part # 200009901, lot 1457626; part # 220252902, lot 1428161; part # 220220902, lot 1457019; part # 200347901, lot 1450201; part # 220222206e, lot 1475772. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle surgery. The patient reports having pain since the original surgery. The patient was advised by the surgeon that there was nothing wrong with the implants, that the issue is with the tendon. A second surgeon, wants to revise, he believes the implants have shifted.